Event description:
Customer tested blood glucose at 7am and received a result of 114mg/dl. The customer ate breakfast at 8:00 and took their blood pressure medication. At 8:05am they took another blood glucose reading and received a result of 141mg/dl. At 8:10 they stated they passed out and was taken to the emergency room. At 8:25 am the hosp received a result of 99mg/dl. The customer was diagnosed with an ear infection. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.